Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, during an exam using the swiftlink with an acunav 8f catheter, the acuson sc2000 system had an error. The exam was completed using a different system. There was no patient injury.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that no parts were replaced or logs collected. Therefore, a root cause can not be determined. Siemens service was not requested. Inhouse biomed has reported that the issue has not reoccurred. Reference# (B)(4).